Event description:
Boston scientific received information that during a follow-up the day after implant, this left ventricular lead was found to have elevated threshold measurements. A chest x-ray showed that this lead had moved back. The distal tip of the lead was still in the target vessel but it was close to the main coronary sinus. The pacing configuration was changed and pacing output was increased. The implanting surgeon and physician will review and discuss with the patient. The lead remains in service at this time, and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.